Event description:
During atrial fibrillation procedure it was noticed the power readings on the ep recording systems and the stocket generator were different. The stocket generator was set in power control mode. It was observed the power rose slowly. Tamponade was observed during ablation with stocket generator power setting at 40 watts. The ablation site was at the roof of the left atrium. The patient had a surgery to close the gap in the left atrium. Patient was in stable condition.

Manufacturer narrative:
Concomitant products used during the procedure: stockert: model #: 39d-72x, serial #: (B)(4). (B)(4).